Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified wear abrasion, flat creases, broken plug strap, and curved opening. A leak test and microscopic analysis were performed which identified striated broken on plug strap and sharp opening on valve bold edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated broken on plug strap assessed as surgical damage consistent in the use of some surgical tool and a sharp opening on the valve bold edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.